Event description:
Pt arrived to ec for c/o headaches. Circ support coordinator at bedside to plug pt's lvad to our capital monitor and the ac adapter per protocol. Shortly after plugging the lvad into the ac adapter, the lvad alarmed with the message "2nd power disconnected." The circ support coordinator then connected the lvad back to pt's 2 batteries and still got the alart "2nd battery disconnected." Decision made to perform a controller exchange and system displayed the same message. Coordinator contacted another heart failure md and reached out to the device's rep who came to the pt's bedside to analzye/trouble shoot further. At that time, another controller exchange was performed using both battery sources instead of the ac adapter and controller exchanged worked efficiently with both batteries providing support. The pt had to remain on her battery for the duration of the visit in ed. Ed electrical supply in on monitored power supply. No deviations noted upon review of the power supply. Heartware medical power supply, (B)(4), heartware hvad controller ref (B)(4), sn (B)(4), heartware medical power supply(B)(4), heartware hvad controller ref (B)(4) sn (B)(4).